Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the patient's death summary was received. According to the patient's death summary, the patient underwent aortic valve replacement on (B)(6) 2010. He tolerated the procedure satisfactorily and the following day, was extubated and moved to the step-down unit. Shortly after midnight on the first postoperative day, the patient suddenly had marked bleeding from the chest tubes and collapsed. CPR was initiated and shortly thereafter the chest was opened for open resuscitation. He had bled approximately 2 l out of the chest tubes abruptly and IV fluids were reinstilled and the patient regained a pulse and blood pressure. He was rapidly transported to the operating room, where he was found to have bleeding from the aorta near the aortotomy closure site. This was controlled with sutures and hemostatus was obtained. The patient was returned to the recovery area. He had marked coagulopathy because of the excessive bleeding and had continued bleeding through that day and required return to the operating room for a second time for evacuation of hematoma. Over the next several days, he was in critical condition requiring dialysis, and neurologic evaluation was consistent with the expected hypoxic injury of the arrest. After several days, the family made the decision in accordance with the patient's wishes to withdraw support. He subsequently died.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. No further details were reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received.